Event description:
Facility in another country reported to our intn'l affiliate that the arterial line detached from the luer at the proximal side after several hours in use. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The exact device was unknown by the reporter. It was believed to be mx9624as, lot 1284489. However, it is possible that the device was mx9624asvlt, lot 1277686 (manufactured 01/2008, exp date 01/2013). The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9624as) by international affiliate. The finished product is further assembled, packaged and sterilized by smiths medical international. Samples have been rec'd from the customer; however, smiths has not yet completed its investigation into this matter. A follow up report will be submitted as soon as the investigation has been completed.